Event description:
Patient identifier: (B)(4). Date of event: best estimate is (B)(6) 2009 according to the information received, a distributor reported a catheter with the tip missing / cut off.

Manufacturer narrative:
According to the reported complaint, customer states catheter tip is missing-cut off. Four boxes of 30 were received for evaluation. Visual inspection of each catheter (qty 120) revealed one cut off; therefore the complaint is confirmed as reported. Examination of the cut off catheter revealed that the catheter had been placed too far down in the pouch so that the tip was cut off during the packaging/sealing process. This was evidenced by a void through the end of the pouch matching the outline of the cut-off end of the catheter. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, it is concluded that this is an isolated incident and does not represent the overall quality of the lot.